Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported that her bg was 12 mmol/l and the insulin that she had administered was not effective. She was concerned that her cgm was inaccurate, so she calibrated her cgm. The time of day that the insulin was administered and the cgm calibration was not provided. At 4:50 pm, the patient started to experience hypoglycemic symptoms, she felt hot and lethargic. Her cgm displayed 4.1 mmol/l and it did not provide an alert. Her bg value at the time was not provided. Emergency medical services (ems) was called and the patient lost consciousness before the paramedics arrived. Her bg per ems was not provided. Glucagon was administered, the patient regained consciousness and declined transportation to the hospital. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.